Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left forearm arteriovenous fistula. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon was noted to be broken. After the balloon was removed, the physician was informed that there was a damage of about 3mm in length. Upon careful observation, it was suspected that the crack was caused by the situation that tension was excessive, and the balloon was ruptured and could not be restored. The hand-washing nurse and the traveling nurse immediately searched around the stage and the floor, and no missing parts were found. The physician immediately carefully examined the relevant areas of the operating field with ultrasound and confirmed through imaging that there was no foreign body in the patient. The procedure was completed with this device. No patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A circumferential tear was noted on the balloon. From the circumferential tear, there was a longitudinal tear noted on each part of the balloon. A visual examination observed damage to the tip of the device. A visual and tactile examination found multiple shaft kinks along the length of the shaft. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left forearm arteriovenous fistula. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon was noted to be broken. After the balloon was removed, the physician was informed that there was a damage of about 3mm in length. Upon careful observation, it was suspected that the crack was caused by the situation that tension was excessive, and the balloon was ruptured and could not be restored. The hand-washing nurse and the traveling nurse immediately searched around the stage and the floor, and no missing parts were found. The physician immediately carefully examined the relevant areas of the operating field with ultrasound and confirmed through imaging that there was no foreign body in the patient. The procedure was completed with this device. No patient complications reported.